Manufacturer narrative:
One reprocessed viewflex vf04 catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported imaging issue could not be conclusively determined. The cause of the observed bent fractured catheter tip remains unknown.

Event description:
This report is to advise of a fracture that was noted during analysis.